Event description:
It was reported that the patient presented for a routine implant procedure. During the procedure, the lead had to be repositioned several times and could no longer be screwed into position. It was thought the lead was overtightened by the physician and unsatisfactory measurements such as insufficient sensing and thresholds as well as a helix issue were observed. The lead was exchanged successfully. The patient was stable.

Manufacturer narrative:
The reported events were unable to implant, helix mechanism issue, ¿insufficient sensing, thresholds¿ and inadequate capture. A complete lead was returned in one piece with the helix found extended and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to be retracted and extended by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. The reported events of ¿insufficient sensing, thresholds¿ and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.